Event description:
Tpn hung 1820 with double check. At 1930 rn checked tpn with outgoing nurse. Set at 10ml/hr as per order. At 2000 reset tpn to 10ml/hr. At 2200 reset tpn to 10ml/hr. At 2330 IV pump alarmed bag empty- tpn bag was empty. Called pharmacy and pediatric surgery md and made aware. Vital signs were stable except for rectal temperature 35.6. Glucose was checked and was >500. Surgery made aware and ordered bmp, magnesium, and phos. Glucose 551. Potassium 4.8. Md ordered fluids. Neo md assessed pt. Pump and tpn saved. Patient transferred to nicu. Became hypoglycemic and required dextrose boluses, is stabilizing. Pt did well and is back on acute care unit. Pump when checked was at rate of 10ml/hr.